Event description:
Report received from USA indicating that the device was "making grinding noises". It is known the device was not used in surgery. It is not known if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).